Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
End of screwdriver shaft broke off in screw inside a tritanium cup and could not be removed from patient. A ceramic liner was implanted over it.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been (B)(4) other events for the lot referenced. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
End of screwdriver shaft broke off in screw inside a tritanium cup and could not be removed from patient. A ceramic liner was implanted over it.